Event description:
Covidien received a report of segments missing from the display. No pt involvement reported.

Manufacturer narrative:
Service center isolated the failure of pulse and spo2 segments and pulse amplitude indicator to the main pcb. (B)(4).